Event description:
It was reported that, post-implant, the doctor did not like the electrode position in the post-op x-ray. The next day, the doctor repositioned the electrode. There were no additional adverse patient effects. The electrode remains implanted.